Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 23.1 cm to 23.4 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The exposure of the outer coil in this location most likely caused the complaints of a noise problem and loss of capture reported from the field. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise on stored electro grams; a loss of capture was also observed. The lead was explanted and replaced. Upon explant, it was noted that the lead had a kink. The patient was asymptomatic and stable post procedure.